Event description:
It was reported that a physician, trained in the use of the perclose at, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, two devices were deployed using a preclose technique prior to the interventional procedure. After the procedure, the two suture knots could not be advanced to close the large sheath hole. The sutures were removed and two additional perclose at devices were deployed with the same results. Hemostasis was achieved using an additional two perclose at devices. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Indication for use (used for closure of a large hole). The other perclose at devices is being filed under a separate medwatch MFR number. The customer reported the device was discarded. Without the product to examine, a cause for the inability to advance the knot could not be determined. However, the reported use of the device in a large hole is not consistent with the instructions for use (IFU) and may have played a role in this event. The IFU, under indications for use, states the perclose at is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there has been no other incident reported for this lot. There does not appear to be any indication of a product quality deficiency.